Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin squirted out during manual prime. The piston on the insulin pump continued to move forward after it made contact with the reservoir and insulin squirted out. The numbers did not appear on the screen and the customer did not hear any beeps. The customer was unable to exit the prime process. Customer's blood glucose level was 86 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with a missing end cap sticker. The insulin pump was received with minor scratches on the display window and broken battery tube threads.